Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt suffered a loss of therapeutic effect and stimulation in the wrong location. The pt received stimulation in her ribs and side rather than her leg. Her legs were swollen and it hurt to walk. It was reported that the cause of the event was the pt was hit with a toy from her grandson. No falls were reported. The event were attributed to a lead dislodgement/migration. A surgical intervention occurred and a revision and replacement of the lead took place. The pt was scheduled to meet with their MFR's rep on (B)(6) 2011. It was reported that the pt was receiving therapeutic effect.